Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, moderately tortuous, 95% stenosed, mid left anterior descending artery. After putting the stent in place, an attempt was made to inflate the stent delivery system (sds) balloon; however, it did not inflate. Contrast was observed exiting the end of the delivery system. The entire system was then removed with the stent implant still on the sds. A non-abbott stent was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue and leak were able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues or leaks from this lot. Based on the reviewed information, no product deficiency was identified.